Event description:
It was reported that balloon rupture occurred. The 75% stenosed target lesion was located in a shunt in the moderately calcified vessel in the forearm. A 6.00mm / 2.0cm / 90cm peripheral cutting balloon was selected for use. During the procedure, the balloon ruptured upon second inflation at 8 atmospheres for 1 minute and a pinhole was noted. The device was simply removed from the patient's body. The procedure was completed with another of the same device. No patient complications were reported.